Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device, it was observed that the device would not complete its boot up cycle in a timely manner. The delay in the device boot up was initially observed to be around a minute and a half, then later was observed to not boot up at all. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer (sbc) assembly, located on the system pcb assembly.